Event description:
Customer reported that the mobile app was frozen during an attempt to deliver a bolus. There was no adverse impact to the customer¿s blood glucose level. Customer re-launched the app successfully and was instructed to program the bolus again if necessary, with no further assistance required.